Event description:
It was reported that the insulin pump was exposed to fluid. Customer stated that she got pushed in the pool. Customer's blood glucose was 109 mg/dl. Troubleshooting was done. Customer stated had two no deliver alarm and two low reservoir before the insulin got in the water. Advised to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).